Event description:
"S/p b subpectoral infra 300cc mentor gels for augmentation. C/o r getting firmer and l flattening, ? Decreased size of implants. No h/o trauma. C/o some pain on r and also c/o progressive systemic probs x3 yrs including arthralgias (+ am stiffness), myalgias, dysesthesias/paresthesias, sleep disturb, swollen glands, night sweats, headaches, tmj probs, visual disturb, dizzy spells, memory loss, oral sores, sens sun/cold/odors, costochondritis, choking sens, wgt loss, easy bruising and gu disturb. Otherwise healthy."